Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02606. It was reported the patient underwent surgical intervention due to lead migration. During the procedure, the patient¿s leads were explanted and replaced with new leads. Postoperatively, effective stimulation was reported.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-02606.